Event description:
It was reported that a patient is having breakthrough seizures on medications. No surgical intervention has been reported to date. No additional relevant information has been received to date.